Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed, during which a reservoir fluid leak due to a hole was noted; therefore, the component was removed and replaced. No patient complications were reported.